Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. Testing of the device, the reported error message was not able to be duplicated. The device was put into two hour burn in test and found no issues. The device passed the testing with no errors. Further testing unable to adjust the limit value on boost 1 test due to faulty pkrf board. Unrelated to the reported issue, multiple scratches on the keypad and housing were noted and the d socket was found to be missing. Additionally, the device was found running an old software version and needs to be upgraded. Review of fault log showed 200 ref 86 nine (9) times indicated a rf_det stuck high failure. Rf detect flag high and error 300 ref 11 showed one time (1) indicated excess rf input voltage error (rfbus>set). Feedback on the rf bus bolts shows it is greater than what should have been set. Based on evaluation findings, the reported failure was not able to be duplicated during the actual testing of the device however, review of the fault log confirmed the reported error messages as multiple errors of 200 ref 86 were noted 9 times recorded in the fault log. Investigation is ongoing therefore the root cause cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
The device was reported getting an error 200 ref 86 error message. The issue occurred during preparation for use. There was no patient involvement, no user injury reported.